Event description:
Carestream released a medical device field correction notification about the drx-revolution generator that could smoke/burn. This information was in letter described as ma-2023-006 (caresteam3581). We have experienced the failure as listed in that document. We have reached out to carestream for repair of the device. This letter was released 9/27/2023. We have 14 systems that will need the inspections/upgrades but the inspections/upgrades have not been scheduled yet.